Event description:
Customers son alleges his mother was getting into the chair and used her feet to push herself more upright. At that point, the chair made her go forward and she fell out in front of the chair sustaining injury.

Manufacturer narrative:
The device was evaluated in the field and is working properly.

Event description:
Customers son alleges his mother was getting into the chair and used her feet to push herself more upright. At that point, the chair made her go forward and she fell out in front of the chair sustaining injury.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.